Event description:
It was reported that the microcatheter was advanced to aneurysm with nil issues. The web was deployed in aneurysm. Two separate detachment controllers were used in an attempt to detach the web; however, the web did not detach. It was noted that the first controller had a lower pitch than normal. The web device was removed - once through the hub of the microcatheter, it detached in the surgeon¿s hands. The case was completed with another web device with the 2nd detacher. The patient was reported to be stable.

Manufacturer narrative:
A search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The reported issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
Please see section h11 for device investigation results.

Manufacturer narrative:
Investigation conclusion: one radiographic image was provided for review. It shows the web device inside an aneurysm and still attached to the pusher. The provided image does not explain why the web failed to detach. The investigation of the returned web system found the implant separated from the delivery system, and the heater coil windings stretched. The unit did not pass continuity or resistance testing. The heater coil pet was found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings, causing the heater coil to stretch when the delivery system was pulled/retracted during the procedure.